Event description:
Additional information provided was that the patient had elected to be in hospice care. The patients death was confirmed not to be device related.

Event description:
It was reported that the patient has deceased. There is no allegation from a health care professional that suggests that the death was device related.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.